Manufacturer narrative:
This lead was returned severed, a 435mm distal (tip) section returned. The terminal pin section up to and including the yoke was not returned. Extracting stylet returned stuck in the rs- lumen. Dried blood/body fluid noted in all lumens-whole length. Cuts and puncture holes noted in the insulation. A suture was returned tied around the lead, most likely it was put there to aid in extraction.-helix is extremely stretched. Tissue noted entangled in the helix at the base.,

Event description:
Boston scientific received information that this transvenous ventricular lead dislodged, which was confirmed by x-ray. See related call. Rv is currently dislodged, confirmed on xray. This caused oversensing and pacing inhibition. A rv lead revision was performed and the lead was explanted. A new lead was successfully placed. Boston scientific received information that a correction was needed on the serial number for this event. A previous report was submitted with the correct model number, but incorrect serial number for this lead. This report contains the corrected serial number.